Event description:
It was reported that a patient presented in-clinic. Upon interrogation, the patient's right ventricular (rv) lead was found to have exhibited high capture thresholds, high pacing impedance, and diminished. Corrective programming changes were made and the patient will continue to be monitored. The patient was stable throughout.

Event description:
New information received notes that failure to capture was noted on the right ventricular lead. The lead was capped and replaced on 2 feb 2023. No additional patient consequences were reported.